Event description:
Patient had prior surgery for open spinal wound with 2 drains placed. She was discharged home with 1 drain and returned to clinic for removal of the drain. Attempt was made at drain removal in clinic, however, the drain separated at the midportion of the white area. The decision was made to take patient to the operating room for removal of the retained portion of the drain. The patient underwent surgery the same day for removal of the retained portion of the drain without any complications.

Event description:
Patient had prior surgery for open spinal wound with 2 drains placed. She was discharged home with 1 drain and returned to clinic for removal of the drain. Attempt was made at drain removal in clinic, however, the drain separated at the midportion of the white area. The decision was made to take patient to the operating room for removal of the retained portion of the drain. The patient underwent surgery the same day for removal of the retained portion of the drain without any complications.